Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 418 mg/dl and 410 mg/dl. Customer was treated with bolus from the insulin pump. Customer went for endo and gave shots, drank two ounces of orange juice, ate cracker with peanut butter, drank milk and ate lunch. Customer also had blood glucose of 243mg/dl ,264mg/dl , 288mg/dl, 179mg/dl, 248mg/dl, 138mg/dl,125mg/dl, 108mg/dl, 121mg/dl, 228mg/dl, 130mg/dl, 83mg/dl, 130mg/dl, 173mg/dl, 176mg/dl, 130mg/dl, 200mg/dl, 79mg/dl, 248mg/dl, 244mg/dl, 299mg/dl, 266mg/d, 223mg/dl, 246mg/dl, 190mg/dl, 212mg/dl, 350mg/dl, 273mg/dl, 242mg/dl, 244mg/dl, 334mg/dl, 271mg/dl, 312mg/dl, 328mg/dl, 345mg/dl, 260mg/dl, 238mg/dl, 206mg/dl, 223mg/dl, 266 mg/dl, 277 mg/dl, 268 mg/dl, 234 mg/dl, 203 mg/dl, 324 mg/dl and 295 mg/dl. Customer stated that drive support cap was normal. Insulin pump will be returned for analysis.